Event description:
This unsolicited case from united states was received on (B)(6) 2017 from a patient. This case concerns a (B)(6) years old female patient who received treatment with synvisc injection and later after unknown latencies was unable to walk, had redness and swelling; after 7 days had more pain of her right knee. Patient had previously received a satisfactory regimen of synvisc (8 years ago) and they worked well and she did not have any issues. The provider was said to have injected the medication at the same location, with all three shots. Concurrent conditions included back problem and had a third back operation in (B)(6) 2016 which was not successful. Concomitant medications included tramadol hydrochloride (tramadol) for pain in back, metoprolol tartrate (metoprolol) and amlodipine besilate for high blood pressure, atorvastatin for high cholesterol. On (B)(6) 2017, patient initiated treatment with synvisc injection, at a dose of 2 ml, weekly (route, batch/lot and expiration date not provided) in right knee (inside) for osteoarthritis of right knee. On (B)(6) 2017, patient received the second synvisc injection outside the knee. It was reported that the most painful episode was the second injection in which the medication was injected on the top part of knee. The extreme pain started at 4:30 pm (3 hours after the injection) on (B)(6) 2017 (7 days after receiving the initial dose). It was reported that the patient called doctor's office and was told to put ice pack on the knee and take tylenol. Pain subsided somewhat after 48 hours. Reportedly, patient got the x-ray of his back performed that day which showed mild arthritis. On an unknown date in (B)(6) 2017, after unknown latency, patient had redness and swelling too. On an unknown date in 2017, after unknown latency, patient was unable to walk for two days after the second injection, due to the torturous pain she was experiencing. On (B)(6) 2017, patient received the third synvisc injection on the top of her knee. On an unknown date in 2017, after unknown latency, patient had more pain of her knee after the regimen, than prior to the regimen. It was reported that the provider injected the medication in three different locations on her knee. The patient was now scheduled for a magnetic resonance imaging (MRI). Further reported, the patient was currently experiencing pain in the knee several times a day. Patient asked pa (personal assistant) for switching sites and was told that they could inject the medication anywhere in the knee. Patient stated that she was in constant pain now. Patient had hoped the synvisc would work for her knees because she has a bad back too. The doctors messed up her back operation and now she cannot fix it. Patient was afraid this pa has messed up her knee now. Patient stated that the pa never looked at xrays or ultrasound while doing the injections. Corrective treatment: not treatment was administered for more pain of her right knee; not reported for rest events. Outcome: not recovered/ not resolved for more pain of her right knee; unknown for rest events. A pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4) the product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi would continue to monitor adverse events to determine if a CAPA was required. Seriousness criteria: important medical event for unable to walk. Additional information was received on 19-apr-2017. Global ptc number and ptc results were added. Text was amended accordingly. Follow up information was received on 21-apr-2017. No new information received. Additional information was received on 07-jun2017 from the patient. Patient's height was added. Concomitant medication and concurrent condition was reported. The corrective treatment and the outcome for the event of more pain of her right knee were updated. The event onset date and time for the event of more pain of her right knee was added. Clinical course updated and the text was amended accordingly. Follow up information was received on 14-jul-2017. No new information received. Additional information was received on 24-jul-2017 from the patient. Event of swelling and redness was added along with its details. Clinical course updated and the text was amended accordingly. Pharmacovigilance comment: sanofi company comment for follow up dated 24-jul-2017: the follow up information received does not change previous case assessment. This case concerns a patient who received treatment with synvisc three series injection for osteoarthritis and later experienced knee pain because of which patient was unable to walk. On the basis of plausible temporal relationship and site of reaction the causal role of suspect product cannot be excluded in occurrence of the event. Furthermore, due to lack of information regarding technique of injection and patient medical history, concomitant medications and past drugs complete medical assessment of the case is difficult. Also, patient's underlying medical condition of osteoarthritis and advancing age is a confounding factor.

Event description:
This unsolicited case from united states was received on 17-apr-2017 from a patient. This case concerns a (B)(6) female patient who received treatment with synvisc injection and later after unknown latencies was unable to walk and had more pain of her right knee. No relevant medical history, concomitant medications and concurrent conditions were reported. Patient had previously received a satisfactory regimen of synvisc (9 years ago). The provider was said to have injected the medication at the same location, with all three shots. On (B)(6) 2017, patient initiated treatment with synvisc injection, at a dose of 2 ml, weekly (route, batch/lot and expiration date not provided) in right knee for osteoarthritis of right knee. On (B)(6) 2017, patient received the second synvisc injection. It was reported that the most painful episode was the second injection in which the medication was injected on the top part of knee. On an unknown date in 2017, after unknown latency, patient was unable to walk for two days after the second injection, due to the torturous pain she was experiencing. On (B)(6) 2017, patient received the third synvisc injection. On an unknown date in 2017, after unknown latency, patient had more pain of her knee after the regimen, than prior to the regimen. It was reported that the provider injected the medication in three different locations on her knee. The patient was now scheduled for an magnetic resonance imaging (MRI). Corrective treatment: not reported for both events. Outcome: unknown for both events. A pharmaceutical technical complaint (ptc) was initiated and results were pending for the same. Seriousness criteria: important medical event for unable to walk. Pharmacovigilance comment: (B)(4) comment dated 21-apr-2017: this case concerns a patient who received treatment with synvisc three series injection for osteoarthritis and later experienced knee pain because of which patient was unable to walk. On the basis of plausible temporal relationship and site of reaction the causal role of suspect product cannot be excluded in occurrence of the event. Furthermore, due to lack of information regarding technique of injection and patient medical history, concomitant medications and past drugs complete medical assessment of the case is difficult.

Event description:
This unsolicited case from united states was received on 17-apr-2017 from a patient. This case concerns a (B)(6) female patient who received treatment with synvisc injection and later after unknown latencies was unable to walk and had more pain of her right knee. No relevant medical history, concomitant medications and concurrent conditions were reported. Patient had previously received a satisfactory regimen of synvisc (9 years ago). The provider was said to have injected the medication at the same location, with all three shots. On (B)(6) 2017, patient initiated treatment with synvisc injection, at a dose of 2 ml, weekly (route, batch/lot and expiration date not provided) in right knee for osteoarthritis of right knee. On (B)(6) 2017, patient received the second synvisc injection. It was reported that the most painful episode was the second injection in which the medication was injected on the top part of knee. On an unknown date in 2017, after unknown latency, patient was unable to walk for two days after the second injection, due to the torturous pain she was experiencing. On (B)(6) 2017, patient received the third synvisc injection. On an unknown date in 2017, after unknown latency, patient had more pain of her knee after the regimen, than prior to the regimen. It was reported that the provider injected the medication in three different locations on her knee. The patient was now scheduled for an magnetic resonance imaging (MRI). Corrective treatment: not reported for both events outcome: unknown for both events. A pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi would continue to monitor adverse events to determine if a CAPA was required. Seriousness criteria: important medical event for unable to walk additional information was received on 19-apr-2017. Global ptc number and ptc results were added. Text was amended accordingly. Pharmacovigilance comment: sanofi company comment for follow up dated 19-apr-2017: the follow up information received does not change previous case assessment. Sanofi company comment dated 21-apr-2017: this case concerns a patient who received treatment with synvisc three series injection for osteoarthritis and later experienced knee pain because of which patient was unable to walk. On the basis of plausible temporal relationship and site of reaction the causal role of suspect product cannot be excluded in occurrence of the event. Furthermore, due to lack of information regarding technique of injection and patient medical history, concomitant medications and past drugs complete medical assessment of the case is difficult.

Event description:
This unsolicited case from united states was received on 17-apr-2017 from a patient. This case concerns a (B)(6) female patient who received treatment with synvisc injection and later after unknown latencies was unable to walk and after 7 days had more pain of her right knee. Patient had previously received a satisfactory regimen of synvisc (8 years ago). The provider was said to have injected the medication at the same location, with all three shots. Concurrent conditions included back problem and had a third back operation in (B)(6) 2016 which was not successful. Concomitant medications included tramadol hydrochloride (tramadol) for pain in back, metoprolol tartrate (metoprolol) and amlodipine besilate for high blood pressure, atorvastatin for high cholesterol. On (B)(6) 2017, patient initiated treatment with synvisc injection, at a dose of 2 ml, weekly (route, batch/lot and expiration date not provided) in right knee for osteoarthritis of right knee. On (B)(6) 2017, patient received the second synvisc injection. It was reported that the most painful episode was the second injection in which the medication was injected on the top part of knee. The extreme pain started at 4:30 pm (3 hours after the injection) on (B)(6) 2017 (7 days after receiving the initial dose). It was reported that the patient called doctor's office and was told to put ice pack on the knee and take tylenol. Pain subsided somewhat after 48 hours. Reportedly, patient got the x-ray of his back performed that day which showed mild arthritis. On an unknown date in 2017, after unknown latency, patient was unable to walk for two days after the second injection, due to the torturous pain she was experiencing. On (B)(6) 2017, patient received the third synvisc injection. On an unknown date in 2017, after unknown latency, patient had more pain of her knee after the regimen, than prior to the regimen. It was reported that the provider injected the medication in three different locations on her knee. The patient was now scheduled for an magnetic resonance imaging (MRI). Further reported, the patient was currently experiencing pain in the knee several times a day. Corrective treatment: not treatment was administered for more pain of her right knee; not reported for unable to walk. Outcome: unknown for unable to walk and not recovered/ not resolved for more pain of her right knee. A pharmaceutical technical complaint (ptc) was initiated with global (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi would continue to monitor adverse events to determine if a CAPA was required. Seriousness criteria: important medical event for unable to walk additional information was received on 19-apr-2017. Global ptc number and ptc results were added. Text was amended accordingly. Follow up information was received on 21-apr-2017. No new information received. Additional information was received on 07-jun2017 from the patient. Patient's height was added. Concomitant medication and concurrent condition was reported. The corrective treatment and the outcome for the event of more pain of her right knee were updated. The event onset date and time for the event of more pain of her right knee was added. Clinical course updated and the text was amended accordingly. Pharmacovigilance comment: sanofi company comment for follow up dated 19-apr-2017 and 7-jun-2017: the follow up information received does not change previous case assessment. Sanofi company comment dated 21-apr-2017: this case concerns a patient who received treatment with synvisc three series injection for osteoarthritis and later experienced knee pain because of which patient was unable to walk. On the basis of plausible temporal relationship and site of reaction the causal role of suspect product cannot be excluded in occurrence of the event. Furthermore, due to lack of information regarding technique of injection and patient medical history, concomitant medications and past drugs complete medical assessment of the case is difficult.